Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter display had a backlight issue. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient noted the reported meter had a backlight issue and she had difficulty discerning the displayed results. After the use of the meter, the patient took the action of taking an increased dose of oral diabetes medications. At an unspecified time afterwards, the patient experienced the symptom of shaking. The patient sought medical attention in the form of an hcp office visit and received treatment with insulin. The patient did not report receiving any treatment for her symptoms. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to obtain a blood glucose reading due to the meter display issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.